Manufacturer narrative:
On 10/12/15: follow up: customer reverted to manual injections for management of blood glucose levels. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has received multiple occlusion alarms. The customer's blood glucose level was in the 300 mg/dl range. After the occlusions, the customer changed the site. As the occlusions occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.